Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation\device migration') and menorrhagia ('uterine menstrual hemorrhaging, abnormal bleeding ( menorrhagia)') in a 39-year-old female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2014 and device ineffective "device ineffective". The patient's medical history included unintended pregnancy on 14-apr-2012, multigravida, parity 3 (birth dates: (B)(6) 1996, (B)(6) 2009, (B)(6) 2012), burn of unspecified degree of forearm, vaginal delivery (12may2012) and multigravida. Concurrent conditions included menses irregular. Concomitant products included ferrous sulfate since may 2010 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain, pain"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headache"). On 2-may-2013, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("belly pain, pain") and back pain ("back pain/espalda"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), blood loss anaemia ("anemia"), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, blood loss anaemia, vaginal haemorrhage, migraine, fatigue, alopecia, depression, anxiety, headache, nausea, visual impairment, weight increased and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, alopecia, anxiety, back pain, blood loss anaemia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on the left side, three coils are noted and on the right, four coils were noted. Discrepancy in insertion date. In summons reported as: 2009 concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: plaintiff fact sheet received : event dysmenorrhea (cramping) was added. Outcome was added for event pelvic pain, back pain and abdominal pain. Follow up 8 and9 process together. , pregnancy , and blood loss anemia down grade. On 24-jul-2020: mr received. Reporters, concurrent conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation\device migration') and menorrhagia ('uterine menstrual hemorrhaging, abnormal bleeding ( menorrhagia)') in a 39-year-old female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2014 and device ineffective "device ineffective". The patient's medical history included unintended pregnancy on (B)(6) 2012, multigravida, parity 3 (birth dates: (B)(6) 1996, (B)(6) 2009, (B)(6) 2012), burn of unspecified degree of forearm, vaginal delivery (B)(6) 2012 and multigravida. Concurrent conditions included menses irregular. Concomitant products included ferrous sulfate since (B)(6) 2010 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain, pain"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headache"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("belly pain, pain") and back pain ("back pain/espalda"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), blood loss anaemia ("anemia"), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, blood loss anaemia, vaginal haemorrhage, migraine, fatigue, alopecia, depression, anxiety, headache, nausea, visual impairment, weight increased and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, alopecia, anxiety, back pain, blood loss anaemia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on the left side, three coils are noted and on the right, four coils were noted. Discrepancy in insertion date. In summons reported as: 2009. Concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy with contraceptive device. Lot number: 898926, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation\device migration'), pregnancy with contraceptive device ('post implant pregnancy'), menorrhagia ('uterine menstrual hemorrhaging, abnormal bleeding ( menorrhagia)') and blood loss anaemia ('anemia') in a (B)(6)-year-old female patient who had essure (batch no. 898926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2014 and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (birth dates: (B)(6) 1996, (B)(6) 2009, (B)(6) 2012). Concurrent conditions included menses irregular. Concomitant products included ferrous sulfate since (B)(6) 2010 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain, pain"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headache"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("belly pain, pain") and back pain ("back pain/espalda"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, blood loss anaemia, pelvic pain, vaginal haemorrhage, migraine, fatigue, alopecia, abdominal pain, back pain, depression, anxiety, headache, nausea, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, alopecia, anxiety, back pain, blood loss anaemia, depression, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on the left side, three coils are noted and on the right, four coils were noted. Discrepancy in insertion date. In summons reported as: 2009. Concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : pfs received : new events added : "migration:, perforation: fallopian tubes, vision probs, weight gain " reporter contact information was added. Patient's demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.